Event description:
It was reported the customer was hospitalized on (B)(6) 2014 for high blood glucose. Customer's blood glucose was 520 mg/dl at the time of their hospitalization. The customer's father stated the customer was throwing up prior to their hospitalization. The father believed the customer was not receiving insulin even though they had changed their infusion set twice. The cause of the customer's hospitalization was from mild diabetic ketoacidosis. Customer was treated with two IV bags and was released from the hospital with a blood glucose around 100 mg/dl. The customer's father also reported a needle break when attempting to insert their sensor. The father stated the needle hub would stay inside the serter and the needle would not penetrate the customer's skin. The father also stated the customer's cannula was not kinked or bent. Customer's father also believed blood on their infusion set prevented the customer from receiving insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.